Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was first noticed a few days ago with intermittent functioning. Pt would press the down button and it would not respond right away. Up button continues to function as intended. Infusion device has been in use for approx 2 years and pt boluses 5-6 times per day. Both buttons pop up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.